Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with vomiting and a blood glucose of 439 mg/dl. It was stated that the customer had air bubbles in the infusion set tubing. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the prime and high pressure tests. No leaks or air bubbles found. Nothing further was reported.